Manufacturer narrative:
Reliability valuated 1 opened and used reservoir, it was partially returned. Performed visual inspection and found septum and transfer guard missing. (B)(4).

Event description:
The customer reported via phone call that insulin leaked into the reservoir compartment. The customer's blood glucose level was unknown at the time of incident. Customer was advised to monitor the pump and call back if any further issues.